Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting higher scanned values while wearing the adc device compared to the built-in meter. On (B)(6) 2022, the customer obtained an unspecified high glucose scan and experienced sweating, and trembling, and was provided a "sweet" for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Caller provided readings comparison of 152 mg/dl and 128 mg/dl from sensor compared to built-in glucose test results of 66 mg/dl and 70 mg/dl. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.